Event description:
It was reported that a revision surgery will be performed to revise and replace the device.

Manufacturer narrative:
A post-operative image provided by tmj concepts shows that all screws of the right mandible tmj implant component are loose. Therefore, the reported loosening of the screws can be confirmed. Additionally, the patient presented with infection symptoms. In conclusion, due to the infection, the bone quality might have been reduced, which most likely resulted in the loosening of the screws. Based on statistical evaluation, there are no indications for any systematic design, material or manufacturing related issue.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.

Event description:
It was reported that a revision surgery will be performed to revise and replace the device.